Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured at the center of the balloon. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries, reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured at the center of the balloon. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries, reported and the patient was in good condition post-procedure.